Manufacturer narrative:
The device was evaluated and the alleged failure could not be duplicated. However, corrosion damage was noted within the internal components of the device.

Event description:
The core micro drill was sent for eval because it was allegedly running w/o user activation. The event was noted after a procedure. There was no pt involvement or adverse consequences reported.